Event description:
It was reported to boston scientific corporation that a dreamwire guidewire was used during a hepato-gastric drainage procedure on (B)(6) 2012. According to the complainant, the dreamwire was introduced into a cyst and a microknife was advanced over the dreamwire and used to cut a hole in the cyst for drainage. The microknife was then attempted to be withdrawn but got stuck on the guidewire. The physician removed both devices together with the endoscope from the patient and cut the microknife and dreamwire so they could be removed from the scope. It was then noticed that the guidewire was twisted and the hydrophilic tip of the guidewire was accordioned and torn, exposing the tip of the inner core wire. No fragments of the device detached inside the patient. The procedure was continued using another microknife, dreamwire, and a non-bsc needle. At this time, an intra-abdominal leakage was noted coming from the first hole. However, the hole could not be located so a second hole was created. The procedure was completed using the second microknife, dreamwire, and non-bsc needle. There were no patient injuries or complications as a result of this event. The patient condition was reported as okay post procedure. It was also reported that four days after the procedure, the patient was better.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiration date. (B)(4) - the reported event of guidewire tip detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamwire guidewire was used during a hepato-gastric drainage procedure on (B)(6) 2012. According to the complainant, the dreamwire was introduced into a cyst and a microknife was advanced over the dreamwire and used to cut a hole in the cyst for drainage. The microknife was then attempted to be withdrawn but got stuck on the guidewire. The physician removed both devices together with the endoscope from the patient and cut the microknife and dreamwire so they could be removed from the scope. It was then noticed that the guidewire was twisted and the hydrophilic tip of the guidewire was accordioned and torn, exposing the tip of the inner core wire. No fragments of the device detached inside the patient. The procedure was continued using another microknife, dreamwire, and a non-bsc needle. At this time, an intra-abdominal leakage was noted coming from the first hole. However, the hole could not be located so a second hole was created. The procedure was completed using the second microknife, dreamwire, and non-bsc needle. There were no patient injuries or complications as a result of this event. The patient condition was reported as okay post procedure. It was also reported that four days after the procedure, the patient was better.

Manufacturer narrative:
Investigation results: visual evaluation of the device found kinks along the length of the body as well as sections of the distal tip damaged and peeling. Furthermore, the device was found to be stuck inside of a catheter. The outer diameter of the section of the guidewire stuck in the catheter was measured and found to be within specification. The complaint that the distal tip was damaged and that the wire was stuck were confirmed. It is most likely that this failure occurred due to procedural or anatomical factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context.